Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged experiencing hyperglycemia. High blood glucose (bg). The event involved product(s) mmt-441ag,mmt-342,mmt-1884,mmt-7040a. Troubleshooting was performed and the customer has reported a bg value of 600 mg/dl. The high bg event resulted in ems dispatch and admission to hospital. The customer was hospitalized for more than 24 hours and received insulin via syringe. Ketone testing was performed and the insulin pump was in use leading up to the hospitalization. The customer was unable to upload data to carelink personal at the time of reporting. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer declined further troubleshooting and does not wish to continue using medtronic products. No further patient complications were reported. Mmt-441ag,mmt-342,mmt-1884,mmt-7040a were not expected to return.